Event description:
It was reported that the user experienced episodes of very high blood glucose while using the ilet in conjunction with a dexcom g7 sensor and an inset teflon infusion set, including a torn infusion set that led to hyperglycemia and subsequent continued hyperglycemia despite a site-only change and manual fingerstick entries when the sensor was not providing readings. Symptoms included hyperglycemia with fingerstick values up to 488 mg/dl, with subsequent downward trends after intervention. Outcomes included transient impact to glucose control without hospitalization. Investigation included troubleshooting and education on infusion site management, verification of sensor recovery, confirmation of manual bg entry into the pump, and documentation of the infusion set lot number. Investigation of this case revealed that the infusion set dislodgement and intermittent sensor data availability were associated with the hyperglycemia, while the device subsequently accepted interventions and glucose trended down; the precise root cause of the persistent hyperglycemia episode after the site change remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.